Manufacturer narrative:
During further troubleshooting patient indicated changing his night time basal without notifying his healthcare provider. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient was experiencing high bg (200's).